Manufacturer narrative:
Routine troubleshooting with beckman coulter customer technical support (cts) resolved the issue. Cts suspected the leak was due to poor sealing of the sample probe. Cts assisted the customer replacing the sample probe to resolve the issue. The customer primed the sample delivery subsytem to ensure no further leaks. Service was not needed. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a leak from the cartridge chemistry (cc) sample probe and suppressed results (no results were generated) on their unicel dxc 600i synchron access clinical system. The leaked fluid was wash solution and contained within the instrument on the top of the cover and inside the control cup. The operator wore gloves and eye protection while operating the instrument. No one was injured by the leak. No erroneous results were generated.